Event description:
A computer read of an EKG generated the response "atrial fibrillation". The rhythm itself revealed no evidence of atrial fibrillation. Three hours later, an EKG was done on the same pt with the same machine and it showed a normal sinus rhythm. The pt was not adversely affected.